Manufacturer narrative:
Insulin pump received with intermittent button response due to corrosion on keypad traces. Insulin pump had an intermittent button response due to flattened dome on esc button no crease. No button error alarms noted during testing. Insulin pump had minor scratches on lcd display window, scratches on the reservoir tube window and missing end cap sticker.

Event description:
It was reported that the insulin pump alarmed for button error. The reporter was unable to clear the alarm. Advised the reporter that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.